Event description:
Information received indicated the CPR foot pedal is not functioning.

Manufacturer narrative:
The hill-rom technician found that when CPR was activated, the head section would not lower. He found that the CPR/et valve was stuck and not opening. He replaced the CPR/et valve and the bed functioned to design specifications.